Event description:
It was reported that the 9800 system shut down during a vascular case. Also, the wig wag break was loose. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power cord was repaired, the break pad, interconnect cable, and x-ray tube were replaced during the service call. The system was tested and found to be working as intended and put back into service.